Manufacturer narrative:
(B)(4). Date sent: 12/15/2025. D4: batch # a97d69. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b15lt device was returned with the duckbill out of position and present. The tyvek was returned along with the instrument, and the duckbill was returned inside a plastic bag. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the duckbill out of position. Device history review a manufacturing record evaluation was performed for the finished device batch a97d69 number, and no non-conformances were identified.

Event description:
It was reported that during the robotic lobectomy surgical procedure, it was identified that the endopath trocar seal took off from the device and fell into the patient's cavity. The event was verified by the care team at the time of surgery. In the face of the intercurrence, the defective seal and trotter was immediately removed and replaced with another batch, allowing the procedure to continue without additional damage. The procedure continued normally and was completed without other complications.

Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.